Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device. Reportedly, the device became stuck and when attempting to remove it, it broke [guide separation]. The [distal guide] became lodged in the vessel and required surgical intervention to retrieve it. No additional information was provided.

Manufacturer narrative:
H6: device code 2017- excessive force. Analysis was performed on the returned device. The reported guide detachment was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Information was received stating the device was pulled harder after the device was stuck. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied was circumstantial due to the difficulties experienced. The reported guide detachment and device entrapment appear to be related to high angle of insertion or torsional manipulation applied during device placement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device. Reportedly, the device became stuck and when attempting to remove it, it broke [guide separation]. The [distal guide] became lodged in the vessel and required surgical intervention to retrieve it. Subsequent to the initial report, additional clarification was received: it was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a mechanical thrombectomy interventional procedure. The first proglide suture was successfully pre-placed without issue. The second proglide device was advanced into the anatomy without resistance. Reportedly, when attempting to withdraw the device resistance was felt and the device became stuck. Force was applied, and the device broke into two distinct pieces [guide separation]. The [distal guide] remained in the patient and required a cut-down to retrieve it. The mechanical thrombectomy procedure was completed. Hemostasis was achieved with manual suturing. A delay due to the surgical intervention occurred. No additional information was provided.